Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be implanted due to an unknown reason. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received a complete lead was returned. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning the lead, the helix was able to be fully extended/retracted. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.